Manufacturer narrative:
This event occurred on an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were contaminated; further described as having ¿particles inside the empty bag that looks like fragments of plastic that makes it impossible to use¿. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The four (4) devices were received for evaluation. A visual inspection was performed on the four returned samples and it was noted that there appeared to be a loose plastic piece inside of the bag in the same area where the customer had circled with a marker of all samples. Each sample was then examined using a stereomicroscope and it was noted that there was a single colorless to whitish particle in each bag. The particles were isolated and were prepared for infra-red (ir) analysis. The particles from sample 1, 2, and 4 were identified as ethylene vinyl acetate (eva) and the particle in sample 3 was identified as acrylonitrile butadiene styrene terpolymer (abs). The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.